Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin, the helix was retracted and dried blood/body fluid and possible tissue was noted in the helix housing. The lead tip appeared intact and undamaged. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during a routine in-clinic follow up, this right ventricular (rv) lead exhibited a sudden increase in threshold measurements. The physician suspected a microdislodgement or exit block. An invasive procedure was performed. The lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.